Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery alarms, power loss alarms and an abnormal loaded voltage at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. Unit received with peeling serial number label. Unit received with minor scratched display window, case and keypad overlay. No damage noted on battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called via phone to report a cracked battery cap. The customer reported that she changed the battery and the insulin pump alarmed low battery. The battery was not lasting more than one week. Troubleshooting was performed. The insulin pump did not receive a low battery prior to replace battery now alarm. The customer's blood glucose was 215 mg/dl. The insulin pump was returned for analysis.